Manufacturer narrative:
Additional information: b5, d9, h3, h4, h6 (update codes), h11. B5: the device contained 5-fluorouracil 2800mg in 230ml of 5% dextrose in water. H4: the lot was manufactured january 6-8, 2025. H11: the device was received for evaluation. Visual inspection via the naked eye noted fluid inside the housing. A leak test was performed on the sample by filling the bladder with green color water to the nominal volume. Immediately after fill, leak was observed coming out at one side of the bladder crimp, inside the housing. The reported condition was verified. The cause for bladder crimp leak may be related to variation within the raw material properties of the bladder used in manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked inside the 'bottle' (housing). The issue was further described as the leak being suspected to have originated from the bladder. This was discovered before dispensing. There was no patient involvement. No additional information is available.